Event description:
It was reported that mold was discovered in a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that an employee noticed mold in a bd 5.0ml vacutainer tube. Additional information provided by customer: what date was the mold was identified? 10/23/2019 at 1500. Was the mold noticed before, during, or after use? 2 flats of this lot were used before mold was discovered in one tube. The tube with visible mold was not used for patient testing. We have only identified one tube with mold. We stopped use of this lot immediately. Are samples available for investigation? If yes, I will provide you a prepaid shipping label: yes, samples are available for investigation.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and sampled were evaluated and it was observed that the failure mode was due to hemogard color variation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mold was discovered in a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that an employee noticed mold in a bd 5.0ml vacutainer tube. Additional information provided by customer: what date was the mold was identified? (B)(6) 2019 at 1500. Was the mold noticed before, during, or after use? 2 flats of this lot were used before mold was discovered in one tube. The tube with visible mold was not used for patient testing. We have only identified one tube with mold. We stopped use of this lot immediately. Are samples available for investigation? If yes, I will provide you a prepaid shipping label. Yes, samples are available for investigation.